Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd discardit¿ ii syringes leaked blood from the plunger during use. The following information was provided by the initial reporter, translated from spanish to english: "while blood collection there is a blood leakage to the plunger, which can generate a sample contamination and a potentially risk of blood exposure to health professionals."

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 309110, lot 1902113, to investigate for this record. A leakage through the plunger of the syringe was observed in this picture verifying the reported issue. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.

Event description:
It was reported that 2 bd discardit¿ ii syringes leaked blood from the plunger during use. The following information was provided by the initial reporter, translated from spanish to english: "while blood collection there is a blood leakage to the plunger, which can generate a sample contamination and a potentially risk of blood exposure to health professionals."